Event description:
Manufacturer narrative(provided by livongo): the patient was sent a replacement monitor as a resolution, and the device associated with this report was requested back.the device has not been returned yet, and the investigation is pending completion. Event description: the patient's reported that their livongo blood pressure monitor was off by 20 points for the diastolic and 10 points for the systolic compared to their doctor's blood pressure monitor.the patient's doctor increased his medication based on their livongo readings and later had him bring monitor in to verify the readings.it was confirmed by the patient's doctor that the livongo readings were higher than the patient's actual blood pressure measurement.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1.establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.